Manufacturer narrative:
(B)(4). Covidien field service engineer inspected the device and verified the malfunction. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator passed all the required test.

Event description:
Customer reported that the 840 ventilator failed the power on self-test (post). There was no patient involvement.